Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll on 09/23/2015. Investigation results as follows: visual inspection of the returned platform was performed and found that the top, motor, encoder covers and patient restraint assembly were damaged. Additionally, the battery partition cover was missing. Note this physical damage can occur due to normal wear and tear and/or physical abuse. A review of the archive showed several user advisor (ua) 7 (discrepancy between load 1 and load 2 too large) on (B)(6) 2015 but not on the reported date of the event. The archive showed that the device was not used on the reported event date of (B)(6) 2015. During functional testing, the platform exhibited ua 7 upon power up thus confirming the reported complaint. Load cell characterization found one of the load cells to be defective causing the ua 7. The defective load cell was replaced in order to remedy the reported complaint. Based on the investigation, the parts replaced were load cells. In summary, the reported complaint of the device displaying ua 7 after compressions have started was confirmed during archive review and functional testing. Ua 07 was attributed to a defective load cell module. Upon replacement of all the parts, the platform was re-evaluated through functional testing and the platform passed all testing criteria.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 09/23/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed

Event description:
The customer reported that they received a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large). The customer tried to reset the ua 7 error code by pulling up on the lifeband and replacing the lifeband; however they were unable to clear the ua 7. There was no report of a death or serious injury to a patient or person when the ua code appeared. No further information was provided.